Event description:
The pt, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. It is unknown at this time if the hip product is actually the durom cup. The date of surgery is unknown and the status of whether or not a revision surgery has taken place or is in discussion is also unknown. It is unknown if the products will be returned to zimmer.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While there is no clinical event reported and we have no report if the pt has been revised, this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).